Event description:
We received an allegation of questionable elecysys tsh (tsh) results on a cobas e 801 module contributing to a patient being prescribed medication incorrectly and causing side effects. The patient¿s tsh result in feb-2021 was reportedly 12 uiu/ml. Since feb-2021 the patient has reportedly taken levothyroxine with increasing dosages. The patient¿s physician reportedly sent the patient to another laboratory "recently" and the tsh result from a non-roche method was reportedly "undetectable." The customer reportedly sent a patient sample from "last week" to a laboratory using an e801 module and the tsh result was reportedly 5.72 uiu/ml. The customer reportedly called the patient back in on (B)(6) 2023 to obtain a new sample. The tsh results on 2 different e801 modules were reportedly between 11 uiu/ml and 12 uiu/ml. The patient has allegedly had side effects due to taking levothyroxine. The customer suspects an interference in the patient sample. Examples of additional information requested but not provided at this time include: whether tsh was tested during routine screening or whether tsh was tested due to the patient experiencing symptoms, other thyroid results from the past year, whether the patient has any other medical conditions, the patient's medications or supplements, the dosage of levothyroxine and how this was adjusted, the side effects experienced by the patient the patient¿s current condition. The serial number for one e801 module was 17b1-03. The serial number for the other e801 module was not provided. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to reproduce the customer¿s high tsh results. The tsh result from an e801 module used at the investigation site was 10.20 uiu/ml. Upon further investigation of the sample, an interfering factor against the ruthenium component of the assay was identified. This interference caused high tsh results. This interference is addressed in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."